Event description:
The senior medical surveillance specialist has classified the complaint based upon information the patient/layperson gave to a customer care advocate, cca, in 2009. The cca replaced the products. The patient alleged that his one touch ultra meter began powering off at 5p.m. On three days prior. The cca learned that the battery indicator was prompting; however, the patient had not replaced the battery. The patient reportedly had felt "bad' since the same day, as though his blood glucose was high. At 3pm the next day, the patient developed frequent urination. Although the patient denied receiving medical intervention, after the symptom began he decreased his daily doses of novolin insulin; 15 units from 25 in the morning and 20 units rather than the usual 25 in the evening. Because the patient alleged his meter was powering off so that he did not obtain blood glucose results and later developed frequent urination, a symptom that meets the criteria of serious injury, and despite lowering his insulin while having symptoms attributed to hyperglycemia, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.